Event description:
There has been a "run" of defective gloves: fingertips have extra pieces of glove in them altering proper fit, fingertips are splitting open or the cuff of the glove into the palm area rip open.======================manufacturer response for exam gloves, sterling nitrile powder free exam gloves (per site reporter).======================it is my understanding that the boxes are being replaced.